Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was located in the left anterior descending artery. A 2.5x20mm taxus express2 drug eluting stent and a second unknown stent were placed in the left anterior descending artery. After an unknown period of time, the patient presented with chest pain. Angiography results confirmed that the most proximal stent has restenosed. The unknown stent was patent. An unknown cypher stent was implanted in the restenosed stent. No further injuries or complications occurred. Patient status is satisfactory. Additional information has been requested and is not available.

Manufacturer narrative:
The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification in anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.